Manufacturer narrative:
The insulin pump had no button error alarm noted. Device had no button response due to corroded keypad traces. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. Device had cracked display window, cracked case at display window corner upper right, lower left and lower right corners, broken battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. Device had moisture damage on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not performed. The device was returned for analysis.